Event description:
It was reported that the lead was not implanted due to a helix issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a helix anomaly was confirmed in the laboratory. Analysis found a tear through the (B)(4) tubing along the entire lead body. The (B)(4) tubing was folded in the narrow space under the ring electrode, which restricted the inner coil from rotating. It is believed that the tear occurred during manufacturing.